Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the worn ict pinch valve tubing. No additional discrepant result issues have been reported since the service activity was completed. The ict pinch valve tubing was determined to be the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the ict pinch valve tubing did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformance's or potential non-conformance's were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number: (B)(6), or the ict pinch valve tubing was identified.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 136-145 mmol/l): initial result = 94 mmol/l, repeat result on another analyzer = 139 mmol/l. No impact to patient management was reported.